Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer performed troubleshooting on their own and verified that the occlusion alarms occurred when the customer was not connected to the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer attempted to use different insulin types such as apidra, humalog and novolog to address the occlusion alarms and the occlusion alarms continued. The customer reverted to alternate insulin therapy for insulin therapy.